Event description:
It was reported that during a da vinci-assisted surgical procedure, the system shut down due to overheating. The issue was still persisting, and system also powered down during call and system logs were not available. Technical support engineer (tse) informed caller about removing the filters in front of the vision cart, but it did not do any difference. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The attached images show logs from a system. The logs include temperature warnings in the video processor/vp cart controller (vpcc) node.

Manufacturer narrative:
Visual inspection, notice the boards unit controller card (ucc) and dual window appliance (dwa) were burned. These boards could cause the reported issue. The video processor (vp) was installed onto a golden system (is 4200) where error 95 was triggered indicating fault on the vp, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and the verified the vp to be the source of the fault. As a result of this finding, failure analysis was able to conclude that the vp was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.